Manufacturer narrative:
H11: non-reactive pupil is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a fixed iris dilation (resulting in anisocoria) in one eye, within a day of surgery. The lens remained implanted. The patient is 20/20 and the anisocoria is improving.

Manufacturer narrative:
Corrected data: b1: adverse event. B2: outcomes attributed to adverse event: other serious or important medical events. H1: serious injury. (B)(4).